Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the evaluation. Failure analysis confirmed and replicated the reported complaint fa found the instrument to have a broken grip at the grip base. A piece approximately 0.893" x 0.298" was found to be broken off the yaw pulley. The broken piece was returned. The root cause of this failure is typically attributed to mishandling or misuse, such as excess force applied to the instrument jaws. A review of the device logs for the fenestrated bipolar forceps instrument (471205-1/k10220404-0216) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via (B)(4). No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the fenestrated bipolar forceps instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the fenestrated bipolar forceps instrument was misaligned and broke off during use. A fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon used another instrument to retrieve the fragment. All fragments were retrieved and this was confirmed through visualization by the surgeon. There was no additional surgical procedure required to remove the fragment. There were not any post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The instrument was inspected prior to use, and nothing was observed out of the ordinary. The surgeon had been using the instrument and later made a comment that they were not working well. He asked for a replacement and while they were waiting for the replacement, the jaw fell off. The instrument was in use about 15-20 minutes prior to the issue. The surgeon did notice issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was removed during the procedure (prior to breakage) and the wrist was straightened prior to removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. The surgical staff did not notice any other damage to the instrument after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.